Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, scratched/damaged lcd lens, and a damaged battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the lcd lens was the root cause. The dso seal, battery compartment, lens, and lcd display were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the display was out of order source. There was unknown patient involvement.